Event description:
T was reported that a pump declared an altitude alarm 21. The customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). The customer was provided with tips to prevent altitude alarms and was able to resume insulin with the original cartridge without needing to replace it.